Event description:
Customer reported receiving unexpected negative results with the 2 cell screen assay on galileo.

Manufacturer narrative:
Customer had been experiencing camera reader issues; the bulb was changed recently. A service call was made. Minor adjustments were made to washer flow values. Verified residual volume was within proper specification. Ran automatic camera adjustments and created new flatfields; made slight adjustments to nunc well roi's. Aborh and 2 cell screen were run on 12 samples with acceptable results. The unit was operating within specifications.